Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). His MDR was initially reported in error. Upon review of this record, it was concluded that the customer report was determined to not be a reportable event. Manufacturer report number 1314492-2015-06912 can be removed from the FDA database.